Manufacturer narrative:
Complaint conclusion: after removing a mynxgrip 6f-7f vascular closure device (vcd), it was reported that after holding pressure for five minutes and the drap was then pulled back from the patient. A hematoma was observed. Pressure was then held over the hematoma. That is when it was noticed the patient¿s blood pressure had decreased and complained of ¿belly pain¿. The patient was then taken to CT and a retroperitoneal bleed (rbp) was confirmed. The patient then had a viabahn stent put in the distal external iliac/common femoral area and treated with antibiotics via IV.   This was an interventional case.  Site location ¿femoral head¿.  Vessel size was 7 mm.  There were two stick punctures.  Additional information received indicated that the account is requesting that analysis be performed on sterile products that they will be returning from the same lot. A sterile mynxgrip vascular closure device 6f/7f which was not involved in the reported complaint was returned for evaluation. Visual inspection of the device showed that the device was returned in sealed and sterilized pouch but not in a temperature controlled box. No functional testing would be conducted as no additional information will be learn from the returned unit to explain what contributed to the reported event.. A review of the manufacturing documentation associated with lot  f1632703 presented no issues during the manufacturing process that can be related to the reported event.   Based on the reported information and without the return of the actual device, the failures reported as hematoma and retroperitoneal bleed could not be confirmed and the root cause could not be determined. Per the instructions for use ¿retroperitoneal bleeding¿ is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device.  Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing; however, it has not yet been evaluated to date. Additional information will be submitted within 30 days of receipt.

Event description:
After removing a mynxgrip 6f-7f vascular closure device (vcd), it was reported that after holding pressure for five minutes and the drap was then pulled back from the patient. A hematoma was observed. Pressure was then held over the hematoma. That is when it was noticed the patient¿s blood pressure had decreased and complained of ¿belly pain¿. The patient was then taken to CT and a retroperitoneal bleed (rbp) was confirmed. The patient then had a viabahn stent put in the distal external iliac/common femoral area and treated with antibiotics via IV. The product will not be returned for analysis. This was an interventional case. Site location ¿femoral head¿. Vessel size was 7mm. There were two stick punctures. Additional information received indicated that the account is requesting that analysis be performed on sterile products that they will be returning from the same lot.